Event description:
A malfunction on the pump was reported by the caller. It was unknown or the caller declined to answer whether the issue caused the blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if any malfunction code recurs.